Event description:
It was reported that the pt got a blow on his head on (B)(6) 2010. Since then he can hear only very quietly with his device. Testing shows that 10 electrodes have status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.